Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and their insulin pump had received an unexpected battery power loss as well as power error detected alarm. The customer¿s blood glucose level was 158 mg/dl. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer replacing the pump for multiple power errors and lack of low battery alarms troubleshooting for replace battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing.